Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer found that the drawers 1-1, 1-2 on the main were the cause of the issue, replaced the half height rear module and printed circuit board assembly drawer boards, restarted the station, allowed the station to update the firmware, reconfigured the drawer in the main application, checked cables and pockets, cleaned out debris and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was offline. The customer reported that the malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from pharmacy. There were no adverse events or injuries reported based on this incident.